Event description:
It was reported that after attempting several left ventricular (lv) lead locations, this lead was located in the septum for left bundle branch, which is considered off label use of this lead. A few days later, a pause of approximately six seconds was observed. This cardiac resynchronization therapy defibrillator (crt-d) system was reprogrammed, technical services (ts) was consulted and reviewed possible reasons for the exhibited issue. Recent lead tests show within range measurements. This crt-d system remains in service. No adverse patient effects were reported.